Event description:
The patient slipped while hiking causing an injury to her mcl that resulted in usual wear on the poly. A swap revision surgery was performed. Cr poly was removed and replaced with a cs poly insert.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown cr insert 3-11. An evaluation of the device cannot be performed, as the device was discarded by the hospital. It was reported that no additional information will be provided for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device discarded by hospital.